Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Model#: sc-4316, lot #: 19699116, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg and lead site. Symptoms were fever; incisions were red, swollen and warm. Antibiotics were prescribed. The physician suspected did not believed that infection was device or procedure related. The patient underwent an explant procedure. The patient was doing well post operatively.